Manufacturer narrative:
(B)(4). Concomitant medical products: 010000660 ¿ g7 acetabular shell ¿ 6062440. Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -10900.

Event description:
It was reported that during a hip procedure, the surgeon had difficulty seating the liner within the cup. Another liner from the same lot also failed to seat properly. Finally, a third liner was used to complete the surgery. There was a delay in the surgery of over 30 minutes due to this difficulty. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device found multiple forms of minor damage. The barb and sidewall of the liner exhibit indentations. The rim is lightly scratched. A small scratch was also observed near the apex of the outer radius. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.